Manufacturer narrative:
(B)(4). The reported issue was confirmed by the field service representative (fsr) onsite. The unit alarmed every attempt to operate channel b. He also measured the heater first and found it measured open on the blue and black wires. He installed a new heater and completed the testing. The unit operated according to manufacturer specifications and was returned to clinical use. The defective part was returned to the manufacturer. The product surveillance technician measured the heater elements and confirmed the main element of the heater was electrically open. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the dual heater cooler (hx2) was alarming ¿e08¿ on the ¿b¿ channel. The customer checked the lines and confirmed there were no kinks. The unit was changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.